Manufacturer narrative:
The customer¿s complaint of tubing leaking was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing was performed; no leaking was observed anywhere on the set. The root cause of the customer¿s report of leaking was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the connection between a primary and secondary infusion of carboplatin, dosage and rate not specified. It was noted that prior to this leak the patient had received an etoposide infusion without incident. Approximately 5ml. Of the carboplatin leaked onto the table with no exposure or harm to the patient. New primary and secondary lines were implemented and the patient received the remainder of the carboplatin infusion.